Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that an alarm was generated and the light on the front panel was turned off after switching on the power source due to the board failure. The reported phenomenon of front panel display disappearance was not confirmed. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the radical gastrectomy, the device's screen went black, gave alarm and came back to normal after reboot. The facility finished the case with another similar device. The subject device was used in combination with 3dv-190. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the reported phenomenon occurred due to a failure of the pressure sensor mounted on the main board. The pressure sensor mounted on the main board might have failed due to aging because it has been 5 years and 6 months since its manufacturing.